Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital and a partial interrogation was done. The patient states that the device "went of eleven times and of that, the device did not work five of the times" and that the device is not working like it should have. The patient also states that there were some issues when paging the company representative. The device remains in use. No patient complications have been reported as a result of this event.